Manufacturer narrative:
The t:flex pump user guide indicates that only humalog and novolog have been tested by tandem diabetes and found to be compatible for use in the t:flex system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been receiving multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 494 mg/dl and an insulin injection was administered to address the bg level. A pump system check was performed and the occlusion appeared to be within the infusion set tubing. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the pump and the customer stated that the type of insulin would be discussed with a healthcare provider.